Event description:
Complainant alleged that the ep lab clinicians were attempting to cardiovert a patient (age and gender unknown), but the device displayed a "bride test failed" message. The clinicians then obtained a second device and successfully cardioverted the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.